Event description:
It was reported, the camera head and video system center had image blackout and scope communication errors e222 and e224 were observed. The issue occurred during laparoscopic sigmoid colectomy. The procedure was completed by changing to open surgery. There were no post-operative issues. Per the physician, camera head communication abnormality e224 has been occurring frequently, and it was suspected that there was a quality problem with olympus. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously approved final investigation. Water droplet marks on the video connector and scratches on the electrical contacts were observed, which may have caused poor contact between the video connector and the video processor (otv-s400), resulting in the event noted by the customer. In addition, since the water droplet marks on the video connector and the scratches on the electrical contacts were noticeable, it was assumed that these appearance abnormalities were caused by the customer's handling of the product.

Event description:
It was reported, the camera head and video system center had image blackout and scope communication errors e222 and e224 were observed. The issue occurred during laparoscopic sigmoid colectomy. The procedure was completed by changing to open surgery. There were no post-operative issues. Per the physician, camera head communication abnormality e224 has been occurring frequently, and it was suspected that there was a quality problem with olympus. This report is related to patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to the repair facility. The repair center conducted a visual inspection and a functional inspection. The reported issues were confirmed. In addition, new appearance/functional abnormality was observed as follows: water droplet marks on the video connector, scratches on the electrical contacts of the video connector. Water droplet marks on the video connector and scratches on the electrical contacts indicate that contact failure may occur when using the otv-s400 scope. Olympus assume that the blackout, error e221, and error e224 mentioned occurred because normal communication was not possible at that time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Error message: endoscope communication failure cause: failed to communicate with the camera head. Solution: immediately turn off the power to the product and reconnect the camera head. After a while, turn the power back on. If the same error occurs after turning the power on again, immediately turn off the product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus." Olympus will continue to monitor the field performance of this device.